Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of output anomaly was confirmed int he laboratory via review of stored data. The device was tested on the bench and our automated test equipment. No anomalies were found. It is believed that the alert was a false detection and was triggered by a lead to header connection (B)(4).

Event description:
It was reported that during implant the device gave an alert of possible failure on the output circuitry. The device was not used.